Manufacturer narrative:
The event took place outside of the united states (in france) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised for unknown reason on (B)(6) 2020. Glenosphere and humeral cup were removed and replaced by ø36/+9 humeral cup and ø36 centered glenosphere with screws. Date of primary surgery unknown.